Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula retracted; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 17 mmol/l (306 mg/dl).

Manufacturer narrative:
Despite having run 477 pulses, the pod was received not deployed with the slide insert not visible in the viewing window and the soft cannula not visible in the bottom housing window. Upon opening the pod, the needle mechanism fired and the linkage assembly fully retracted. Investigation of the needle mechanism concluded that a bowed mechanism rail caused the linkage assembly to get stuck between the reservoir and top housing, thus preventing needle deployment and contributing to the reported needle mechanism failure. The original pod data generated an 0x40 hazard alarm in conjunction with single-wire timeouts and drive stall towards the end of the run. The device was deactivated after running 477 pulses. Rerun of the pod resulted in no hazard alarms or evidence of struggle being generated. Inspection of the drive mechanism found brass shavings on the lead screw. It could not be conclusively determined if the observed damage caused the high pulse widths with drive stall. The exact cause of the drive stall and subsequent 0x40 alarm could not be determined.